Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise artifact was observed on the ventricular channel. Interference by an abandoned lead was suggested to be the cause. The patient will be monitored and was in stable condition.